Manufacturer narrative:
The device was not returned for evaluation. There were no anomalies identified during the internal review of the DHR of the system console.

Event description:
A patient had a superdimension enb procedure on (B)(6) 2016. On (B)(6) 2016, the site became aware the patient passed away. The date of the death is unknown. No further details are known at this time.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
The site updated the date of death to (B)(6) 2015.